Manufacturer narrative:
A review of the data log files was performed for investigation purposes. This review indicated that the reported communication error was caused by the occurrence of a software bug.

Event description:
A single communication error occured after images were loaded form pacs and fused.